Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transseptal tmvr (transcatheter mitral valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in a pre-existing surgical valve. During the tmvr procedure, the 29mm commander delivery system (ds), with loaded s3ur valve, failed to cross the septum due to poor angulation of the ds, caused by low puncture height and a thickened septum. It was noted that a 16mm balloon septostomy was performed prior to crossing for valve introduction. The decision was made to abort the procedure after multiple failed attempts to cross the septum. The 16fr esheath+ was then removed from the vessel, separately from the ds and s3ur valve due to use error. As the esheath+ was removed first, a venous cut-down was performed to remove the s3ur valve and ds. Per report, the patient remained stable and no additional complications occurred. A second 16fr esheath+ was prepped to create hemostasis.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the following: interatrial septum appears to be thickened/fibrotic, no ''thin portion'' or fossa of the septum in which to aim to perform a septostomy, and no evidence indicating the location or height of the septal puncture (transseptal puncture height could not be determined). In this case, the complaints of unable to cross septal wall and inability to withdraw system with valve through vasculature were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per review of the provided imagery, the interatrial septum appeared to be thickened/fibrotic, with no identifiable ''thin portion'' or fossa ovalis suitable for performing a septostomy. A thickened septum offers less compliance, which can limit the ability to steer or flex the delivery system smoothly through the puncture site. Additionally, it makes transeptal puncture more challenging, potentially resulting in a non-ideal puncture site, such as low puncture height that may compromise the trajectory of the delivery system. This can hinder effective positioning and manipulation of the system, leading to difficulty in crossing the septal wall. Although the exact transeptal puncture height could not be determined from the provided imagery, it may have been a contributing factor. As such, available information suggests that patient factors (thickened septum) and/or procedural factors (potential low puncture height) may have contributed to the reported inability to cross the septal wall. Per the training manual, regarding retrieval of the system with valve back into the sheath tip, the user is instructed to ''retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip'' prior to withdrawing the delivery system and sheath as a single unit completely from the arteriotomy. As such, available information suggests that use error (improper withdrawal technique) may have contributed to the reported inability to withdraw system with valve through vasculature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.